Event description:
It was reported that they were treating a patient on arctic sun device. The device stopped reading the patient temperature. Nurse advanced the foley and made sure it was firmly connected to the temperature in cable. Mis confirmed the cable was connected to temperature port 1. They have another probe going to the bedside monitor, but the connector was not the same as the one on the foley. The temperature in cable was zip-tied and could not be removed by the nurses. Mis suggested trying another foley or checking if biomed could replace the cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were treating a patient on arctic sun device. The device stopped reading the patient temperature. Nurse advanced the foley and made sure it was firmly connected to the temperature in cable. Mis confirmed the cable was connected to temperature port 1. They have another probe going to the bedside monitor, but the connector was not the same as the one on the foley. The temperature in cable was zip-tied and could not be removed by the nurses. Mis suggested trying another foley or checking if biomed could replace the cable. Per customer via phone on 17feb2023 it was reported that therapy was not completed with this device and there was no impact to the patient. Original device was sent to biomed per advise from mis.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.